Manufacturer narrative:
Corrected data: this is to correct the initial submission. Through further review, it was noted that the customer reported this event is for the right eye and there was no surgical intervention, no incision enlargement, no sutures and no vitrectomy required. No medical intervention needed. Their visual acuity pre-operative (op) was reported as 20/60 and post op it is 20/25 uncorrected. The patient's outcome was reported as "happy". Their date of birth is (B)(6) 1951. The following section has been updated accordingly: section a2, date of birth: (B)(6) 1951. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jul 22, 2021. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age, weight, ethnicity: unknown/no information provided. Date of event: the exact date is unknown. The best estimate is between november 10, 2020 thru june 8, 2021. Phone number: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient experienced blurry vision and could see the rings on the intraocular lens (iol) which was very bothersome. The iol was explanted and replaced with a non-johnson and johnson lens. No additional information was provided.